Manufacturer narrative:
We have now concluded, our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture, which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed, that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/related events of the reported event. The device was intended for use in treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device, the device functioned without issue. Device performance data shows the device ran for under 10 minutes. No errors or issues were identified. If the IFU is not directly followed, the delivery of effective negative pressure wound therapy may be impacted. We have not been able to confirm, a relationship between the event and the device. The investigation has been concluded, as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern. And are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the pico pump does not work. It has all alarm lights on and the green ok is also on constantly. This was brand new pump and not a used pump. There was no patient involved.